Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial (ra) lead failed to capture and exhibited noise oversensing. It was also noted that the helix of the ra failed to extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture, oversensing noise and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported events of failure to capture and oversensing noise were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.